Event description:
According to the reporter: occurred during a wedge / segmental resection procedure. For the first firing for the segmental resection of the lung, the surgeon tried to squeeze the handle. However, could not. Replaced by a new handle, connected the same reload, and the firing was completed. There was no patient harm. The status of the patient is no problem.